Event description:
The customer reported via phone call they had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 505 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer reported that the alarm was resolved by changing infusion set, the customer was able to give a bolus with no alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.